Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: b. Health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported to an allergan representative the event of 1 syringe of juvéderm vollure¿ xc had ¿the hub cracked where the needle screws on and the product was lost.¿ patient contact was made. The allergan packaged needle was used and this was the confirmed initial attempted use of the syringe.